Event description:
Medtronic navigation, inc., was made aware of this event on (B)(6) 2013, via a litigation complaint. The litigation complaint describes the navigation system as a: device that provides stealth station fluoroscopy intraoperative navigation for surgery; to clarify, the stealthstation treon treatment guidance system does not provide intraoperative fluoroscopy. Within the notice of litigation, it was alleged that during a procedure to remove a pituitary adenoma, the surgeon made an incision to the carotid artery, causing loss of blood and a stroke. The notice of litigation further states that following the surgery, the plaintiff patient suffered permanent injury. As there was no product malfunction, and the patient's outcome was unknown at that time, this event was not previously reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation treon treatment guidance system. There is no documentation that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient age and weight were not provided in the legal document that initiated this report. The litigation complaint relates to a: device that provides stealth station fluoroscopy intraoperative navigation for surgery. As the specific navigation system was not identified in the legal document and there was previously no reported adverse event on that day, a stealthstation treon treatment guidance system that was utilized at that site on the day of the reported event, has been documented in this 3500a report. No parts or patient logs/exams/archives have been returned to manufacturer for analysis. No specific details regarding the events of the procedure, or the navigation system, were provided in the legal document. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation treon treatment guidance system. There is no documentation that medtronic navigation's device caused or contributed to the reported event. No parts or patient logs/exams returned.